Event description:
The customer received discrepant co2 results for one patient sample. Initial result gave 1; repeat gave 25 mmol/l. Initial result was not reported out. Patient not affected. Bicarbonate reagent lot number, 61747701. The field application specialist could not find anything wrong. The field service representative was unable to reproduce the issue. He cleaned sample probe, reaction bath windows and mixers as preventative measure. The customer was advisedr of low humidity in the lab (31%). Customer ran controls and precision with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.